Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to slit the catheter, the catheter cut completely into 2 pieces. The physician was able to restart the slitting with a new slitting tool. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. The analyst noted the shaft of the catheter was broken into two parts at 6.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.